Event description:
The manufacturer received a report indicating that a trilogy evo ventilator displayed a ¿ventilator inoperative¿ alarm when the power button was pressed. A sales representative contacted the patient¿s family and arranged for the device to be replaced. The issue was confirmed at the patient¿s home, and the ventilator was exchanged for another unit of the same model. There was no serious patient harm or injury that occurred or was reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated during the operational check. During the evaluation of the device, the manufacturer confirmed a ventilator inoperative error in the device log files, so the flow sensor was replaced. In addition, not related to the reportable malfunction, the inlet foam filter, particulate filter, and muffler assembly were replaced as part of preventative maintenance. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly.